Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the right ventricular (rv) port was found to have foreign material that appeared similar to silicon residue inside the port. The foreign material was removed from the port with a tweezers and after the lead was connected the device functioned as expected. The device remains in use. No patient complications have been reported as a result of this event.